Manufacturer narrative:
The service rep was unable to reproduce the problem. The system operates as intended.

Event description:
The customer reported the 9800 displayed low ma errors. The system operates as intended.